Event description:
The physician was attempting to deploy one endeavor resolute drug-eluting stent in a lesion with 95% stenosis in the rca, the stent could not cross and the device was removed. Another stent was deployed. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 11th and 12th distal segments were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (failure to deliver stent and stent deformation). Patient's condition affected effectiveness of device (lesion morphology) - 95% stenosis and resistance at lesion. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - 95% stenosis and resistance at lesion. Inherent risk of procedure - (failure to deliver stent and stent deformation). (B)(4).